Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed a rubbed through insulation approx. 50.5 cm distal to the df4 connector pin. This damage can be considered as the root cause of noise which led to shock delivery as reported in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve and interaction with modified tissue or a nearby lead should be taken into account. Diagnostic images clarifying this assumption were not available. The provided x-ray was taken 1 day after the explant date of the lead under complaint. Therefore the x-ray cannot represent the lead under complaint. Further damages most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that 8 months after the implantation the lead was explanted due to oversensing with shock delivery. The lead was explanted and returned for analysis.